Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen timed out faster than expected. Customer's blood glucose was 171 mg/dl. No additional information was provided by the customer.